Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU), quality control, specifications, and trends was conducted during the investigation. The product was not returned for investigation. The device is supplied with IFU which lists the proper indications, warnings, precautions, contraindications, and proper usage techniques including inflation/deflation and device removal methods. The rated burst pressure (rbp) is listed on the IFU and the labeling. For this specific rpn, the nominal pressure is 5 atm/bar and the rbp is 8 atm/bar. The IFU states, "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." The IFU also states, "if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." There is no evidence to suggest that the device was not manufactured per specifications. If the user did inflate the device over the rbp of 8 atm, then over-inflation could have contributed to the balloon rupture. The user did not report calcification or angulation, thus it is not likely to have contributed to the rupture. It was not reported if the balloon catheter withdrawal was attempted through a sheath/introducer. If the device was attempted to be withdrawn through a sheath or introducer following rupture, the sheath or introducer could have caused difficult removal (as balloon rewrap would be difficult) and aided in the separation, but this cannot be confirmed. Without return of the complaint device or additional information, a definitive root cause cannot be determined. We have notified appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
During a dialysis fistula maintenance on a (B)(6) year old male patient with diabetes, the physician gained access through the usual method; inserted the balloon through the lesion in fistula. After inflating the balloon, the balloon burst and shredded. When the physician attempted to withdraw the balloon, the catheter stretched and broke. Another manufacturer's snare was used to retrieve the balloon pieces, necessitating a larger access site. All pieces were successfully retrieved and removed. The balloon was noted to be "wadded into a ball." The patient required one extra stick to close access site. Patient experienced no other extra procedures as a result of this problem. Additional information was provided by the company representative on (B)(6) 2015: the balloon was inflated per the designated rates on the package and the contrast used was (B)(4); which was diluted to about 1/3 strength. The lesion was located at the brachial cephalic. There was no angulation or calcification. It is believed the balloon burst circumferentially.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a dialysis fistula maintenance on a (B)(6) male patient with diabetes, the physician gained access through the usual method; inserted the balloon through the lesion in fistula. After inflating the balloon, the balloon burst and shredded. When the physician attempted to withdraw the balloon, the catheter stretched and broke. Another manufacturer's snare was used to retrieve the balloon pieces, necessitating a larger access site. All pieces were successfully retrieved and removed. The balloon was noted to be "wadded into a ball." The patient required one extra stick to close access site. Patient experienced no other extra procedures as a result of this problem.